Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer blood glucose was 20 mmol/l. Customer treated for diabetic ketoacidosis with insulin drip. Customer stated that the needle was bent. The insulin pump will be not returned for the analysis.